Event description:
It was reported that the inflatable penile prosthesis (ipp) pump no longer works properly after eight years. The device will not deflate so the patient always has an erection. The base of the penis looks wider than the rest of it. The surgeon tried to deflate the cylinders without success. No air was observed in the device, the pump bulb does not stay flat, and there was no observable hole in the pump. The ipp device was explanted and a new device was implanted successfully. There were no further complications.

Manufacturer narrative:
Investigation summary: with the available information boston scientific concluded that the reported deflation issues and mechanical issues were confirmed as analysis found bulging with broken fabric threads in one of the cylinders. This malfunction could impact the functionality of the device. Device history record (DHR) review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams 700 inflatable penile prosthesis cylinders, pump and reservoir were returned and upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection of the cylinders indentified wear at folds in both cylinder bodies. One cylinder had a large hole with broken fabric threads in the cylinder body that was the result of a sharp instrument which probably occurred during explant. A leak was present with the cylinder was inflated with a syringe. The other cylinder had a large hole in the kink resistant tubing (krt) which was also the result of sharp instrument damage which probably occurred during explant. A leak was present. The second cylinder was also found to have broken fabric threads in the cylinder body when it was inflated with the syringe. It was the result of wear at a fold. Both cylinders were not pressure tested due to the fluid leaks that were identified. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. No visual damages were identified. Functional testing found the pump performed within specifications. The ams700 flat reservoir was visually inspected, leak tested, and examined using a microscope. Inspection identified there was wear at a fold in the reservoir shell but no leak was found. This wear would not affect the functionality of the device. Product analysis concluded that the bulge with broken fabric threads in the cylinder could affect the functionality of the device as the reported deflation issues and mechanical issues. Product analysis confirmed the reported events. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump no longer works properly after eight years. The device will not deflate so the patient always has an erection. The base of the penis looks wider than the rest of it. The surgeon tried to deflate the cylinders without success. No air was observed in the device, the pump bulb does not stay flat, and there was no observable hole in the pump. The ipp device was explanted and a new device was implanted successfully. There were no further complications.